Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date and date of manufacture for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example, possible ventralex hernia patch explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum (1) to the previous information. This supplemental emdr is being sent to correct the expiration date and date of manufacture for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum (2): this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. This is a patient with a medical/surgical history significant for obesity, and multiple abdominal surgeries including prior hernia repair. Approximately three years post implant the patient was diagnosed with an abdominal wall abscess and underwent an additional procedure. The operative report notes that the previously placed mesh devices (bard and non-bard) were explanted. However, four years later the patient was diagnosed with chronic abdominal wound sinus and underwent an additional procedure during which the operative report notes removal of infected ¿old mesh that had been used some years ago.¿ it appears that remnants of the previously placed mesh were still present and had not been completely explanted during the 2013 procedure, it is unclear if this was bard mesh, non-bard mesh or a combination of both. Infection is listed as a possible complication in the instructions-for-use, supplied with the device which also states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2010 - patient underwent ventral incisional hernia repair with implant of ventralex mesh. Per operative notes "hernia sac was identified, dissected out and excised. Lower edge of the prior mesh (non-bard/davol) was identified. A 6.4 cm ventralex mesh was selected and placed through the fascial defect". (B)(6) 2013 - patient was diagnosed with cellulitis, lower abdominal wall subcutaneous abscess and underwent repair with explant of infected mesh. Per operative notes "a large amount of very foul-smelling pus poured out. The mesh was seen at the bottom of the abscess cavity, and there was pus all around the mesh. There were two separate pieces of mesh material. The mesh (ventralex) totally was removed. The second piece of mesh material appeared to be non bard/davol mesh product and was simply floating in pus. This as well was removed. I could see no remnants of patch material, sutures or tacks left at all". (B)(6) 2017 - patient was diagnosed with chronic abdominal wound sinus, underwent debridement of abdominal sinus and infected hernia repair mesh removal with application of vac. Per operative notes "the problem here was infection of the old mesh that had been used some years ago to repair the incisional hernia. The mesh had partly been removed and now all area of the mesh was attempted to be removed. This was extremely difficult, and the areas adherent to the small bowel. At the conclusion of the procedure, I felt that I had removed all the mesh and could find no further sutures, tacks or strands of mesh". (B)(6) 2017 - patient underwent hernia repair with mesh (no product identifiers provided; no op-notes provided). (B)(6) 2017 - patient was diagnosed with hernia recurrence, post op wound infection, underwent removal of infected patch material, exploratory laparotomy with small bowel resection. Per operative notes " there were other pieces of old patch material that had been used to repair various hernias in this patient and there were some loose spiral tacks. As these were encountered, they were removed". Attorney alleges that patient had abscess, adhesions, bowel removal, fistulae, infection, hernia recurrence and pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example, possible ventralex hernia patch explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.